Event description:
Dealer states that the 4way valve unit is not shifting. Dealer states there is no compression with the compressor. Dealer states the unit is alarming. No other information available. Dealer disconnected. Update: dealer called back in and states the unit had low o2 due to the pilot valve.